Manufacturer narrative:
The axium coil was received for evaluation and was in a contradictory condition to the reported event. The implant coil was found damaged and detached from the pushwire. Additionally, the pushwire was found broken into 3 segments. The proximal and middle segments were found retained together by the release wire. The pushwire was found intact distal to the break indicator at the manual detachment location (via hypotube). All other subassemblies appeared to be normal and no other anomalies were observed. It is possible that the detachment of the implant coil occurred during shipping back to medtronic for evaluation as the customer did not reported this at the time of the event. Based on the received device condition, follow up attempts were conducted for additional complaint details, but no further information could be obtained. Per the axium coil instructions for use (IFU): warning: ¿if axium detachable coil repositioning is necessary, take special care to retract coil under fluoroscopy in a one-to-one motion with the implant pusher. If the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil."

Event description:
Medtronic received information that during coiling treatment of cerebral arteriovenous fistula, the axium coil became stretched while implanting. The coil was removed from the patient and a new device was used to continue. No patient injury was reported. Evaluation of the returned device found that the implant coil was damaged and detached from the pushwire.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.